Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2022-00127, 3007963827-2022-00128. Medical product: femur cemented (cr) standard left size 7 item# 42502606201 lot# 64637679. Natural tibia cemented 5 degree stemmed left size e item# 42532007101 lot# 64721445. Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced left knee pain and clicking that required medical intervention approximately ten months post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided via my mobility report and reviewed by a health care professional. Review of the available records shows that the patient was experiencing pain even after 6 months of post-ops and started experiencing clicking noise too along with moderate difficulty with usual activities and mobility noted. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert 87-6204-022-23: pain is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.